Event description:
It was reported that the pump exhibited an over delivery at 5.936 percent. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The device failed the accuracy test with a result of 5,936 percent. The reported issue was due to the expulsor, and as a result, the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.